Event description:
Healthcare professional reported "exchange of textured devices due to product concern" and "ptosis and atrophy". This record is for left side. Device remains implanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Manufacturer narrative:
Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, opening, broken of plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "exchange of textured devices due to product concern" and "ptosis and atrophy". This record is for left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, opening, broken of plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "exchange of textured devices due to product concern" and "ptosis and atrophy". This record is for left side. Device was explanted.

Event description:
Healthcare professional reported "exchange of textured devices due to product concern" and "ptosis and atrophy". This record is for left side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.